Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mitch claim letter record received. As per file handler, the reason for revision is elevated cobalt and chromium levels and metallosis. This complaint is actively litigated. Doi: (B)(6) 2010; dor: (B)(6) 2018; right hip.